Event description:
The tip of simpson intervention "shadow catheter" broke off and was left in the subintimal space of the rca during attempted cto treatment in a patient with class ii angina despite medical therapy. Arterial access was obtained in rcfa and lcfa artery. The physician used an 8 fr guide to engage the rca and a 7 fr guide to engage the lm. The physician engaged the proximal cap of the rca cto into the subintimal space and tried to perform adr with a shadow catheter in a highly calcified artery. The shadow catheter was advanced into the lesion, and during advancement, the distal tip of the shadow catheter broke off. The tip was completely lodged in the subintimal space. The physician tried to obtain retrograde access into the rca but was unable to wire it into the pda. Then the physician tried to do adr again but was unable to advance a cto device. Then the physician serially dilated the track with several balloons and performed rotational atherectomy. The physician was then able to advance a cto device; however, the physician was unable to get back into the true lumen. At end of procedure all equipment was removed, and manual pressure was applied for hemostasis. The patient was then transferred to a telemedicine bed for monitoring overnight, where the patient remained stable overnight with no acute events. The patient was discharged the next day.

Manufacturer narrative:
A device history record review was performed, and no findings were identified that indicated a product quality issue. The lot met all product specifications. The IFU provided warnings and precautions stating, "movement of the catheter against resistance may result in catheter damage or vessel injury," and "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage. Excessive bending or kinking of the catheter may affect performance. Withdraw the catheter if it becomes kinked." The device was returned to the manufacturer for evaluation. Evaluation confirmed a break at the distal tip due to material separation. The possible root cause for malfunction- damaged catheter is due to device handling and/or use.